Manufacturer narrative:
Work order search: one additional similar complaint within associated lots was found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault. This resolved the problem. Cause is unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic torn to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).